Event description:
Customer reported that the probe is dispensing too many screening cells into the gel cards which is causing an excessive amount of results. Customer did not repeat testing if the results looked negative. They reported the results as negative.

Manufacturer narrative:
Ocd fe serviced instrument and customer accepted the repair as completed. (B)(4).